Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the proximal connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after ten days of use with a humming x ventilator on a patient in an incubator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection of the returned breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked along its length. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the collar to crack, however it must be noted that the subject breathing circuit had been in use for ten days before the cracking occurred. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.